Event description:
Please refer to initial MFR. Report # (B)(4).

Manufacturer narrative:
The dispatched service technician could verify the reported ventilator failure due to a relevant entry in the log. The ventilator motor was replaced as a precaution. It was checked in the manufacturer's lab but exhibited no deviation from specification; even the elevated noise emission reportedly perceived during the on-site examination - which was the main reason for the exchange - could not be confirmed. Log file evaluation revealed that the device alarmed for "fresh-gas low or leak" and "pressure high" immediately after start of procedure which indicates the presence of a significant leakage. The pressure high condition may be related to countermeasures initiated by the device i.e. To the attempts of compensating the leak with additional volume delivered by the ventilator. Two minutes after start of the procedure the device measured a pressure peak of 91mbar and responded with a shutdown of automatic ventilation. The log does not contain any hint for the potential presence of a device malfunction. Dräger finally concludes that there was no issue with the device during the particular procedure which would require repair or correction. The high pressure condition that led to the shutdown was related to patient condition (e.g. Coughing) or to manipulations made by the user (a sudden occurring unwanted occlusion of the tubes, a repositioning of the patient accompanied by pressure applied to the chest etc.). The device responded as specified upon a condition of high airway pressure and shut down the ventilation to protect the patient from potentially hazardous output.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that - while on a patient, the device alarmed and shut down automatic ventilation. The device was replaced; there was no detail in the reported which would reasonably suggest that patient consequences might have occurred.